Manufacturer narrative:
The authorized service provider replaced the touchscreen, and the issue was resolved. It is unknown of the device was in use on a patient but there's no patient or user harm noted.

Manufacturer narrative:
Date of report: 09/29/2021. (B)(6).

Event description:
It was reported to philips that the touchscreen of a v60 device is misaligned. Calibration has not been successful for the left side of the screen. Patient involvement information is unknown but has been requested. There was no patient or user harm reported.

Manufacturer narrative:
The touchscreen was returned for failure investigation. The resistance measurements and resistance ratio tests passed. The reported touchscreen issue was not duplicated. There was no fault found on the returned touchscreen assembly.